Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device would not form the staples properly. Used a second device to complete the case with no pt consequence.